Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-01664 / 01665). Remains implanted.

Event description:
It was reported by the patient that a future revision procedure has been indicated approximately eleven (11) years post-implantation due to elevated metal ion levels; however, no revision procedure has been reported at this time. This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.